Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 years remaining to 8.5 years remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety due to the potential for early surgical intervention, there were no adverse patient effects reported. Additional information received indicates the physician has elected to more frequently monitor this patient via the latitude remote patient monitoring system, and a device replacement procedure will be scheduled in the future as appropriate. When additional follow-up information is received regarding this device, an updated report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 years remaining to 8.5 years remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety due to the potential for early surgical intervention, there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 years remaining to 8.5 years remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety due to the potential for early surgical intervention, there were no adverse patient effects reported. Additional information received indicates the physician has elected to more frequently monitor this patient via the latitude remote patient monitoring system, and a device replacement procedure will be scheduled in the future as appropriate. When additional follow-up information is received regarding this device, an updated report will be issued. Additional information: this device has since been explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 years remaining to 8.5 years remaining over the course of approximately three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides patient-reported anxiety due to the potential for early surgical intervention, there were no adverse patient effects reported. Additional information received indicates the physician has elected to more frequently monitor this patient via the latitude remote patient monitoring system, and a device replacement procedure will be scheduled in the future as appropriate. When additional follow-up information is received regarding this device, an updated report will be issued. Additional information: this device has since been explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.